Event description:
It was reported that a linx device was explanted due to recurring reflux symptoms. Egd and ph bravo were preformed (B)(6) 2022. No further information was provided to the sales rep.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what is the lot number for the linx device? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? Answer: unable to obtain additional information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); date sent: 10/26/2022. Investigation summary: a separated washer was observed during the visual assessment. The washer was slightly bent outwards in the shape of a saddle with two welds tracks on the washer and also on the bead case where the washer was separated. This was likely due to forces applied during explant procedure. However, the separated washer didn¿t contribute to customer¿s experience. The visual analysis excepting the separated washer was consistent with an explanted device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4); date sent; 10/5/2022.